Event description:
It was reported that on (B)(6) 2022, the patient had neurological dysfunction with a subdural hemorrhage. They had symptoms of bilateral upper limb weakness. A computer tomography (CT) was performed with neurological investigation. No treatment was performed and symptoms improved with no further upper limb weakness. The patient also experienced non-device related ventricular tachycardia on (B)(6) 2022 which required cardioversion and external defibrillation and non-device related atrial fibrillation on (B)(6) 2022. Arrhythmia existed prior to left ventricular assist device (lvad) placement. Cardiac resynchronization therapy defibrillator (crtd) was inserted, the patient was placed on oral amiodarone, and was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists stroke and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists stroke and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient had neurological dysfunction with a subdural hemorrhage. They had symptoms of bilateral upper limb weakness. A computer tomography (CT) was performed with neurological investigation. No treatment was performed and symptoms improved with no further upper limb weakness. The patient also experienced non-device related ventricular tachycardia on (B)(6) 2022 which required cardioversion and external defibrillation and non-device related atrial fibrillation on (B)(6) 2022. Arrhythmia existed prior to left ventricular assist device (lvad) placement. Cardiac resynchronization therapy defibrillator (crtd) was inserted, the patient was placed on oral amiodarone, and was stable.